Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that about a month or so ago, they noticed that their implant battery was starting to deplete quicker than it normally would. Patient said that they would charge their implant to 100% and when they finished charging, the implant battery would be at 90%. Patient had a difficult time describing reason for call. Patient commented that they have problems with their implanted battery, and it turns on then does turns off by itself, but upon further clarification patient was referring to the implant charge. Patient stated the controller would display 100% and by the time they put belt on to charge it would say 90% right away, and also they would finish charging the implant, and shortly after it would go to 90%. Agent reviewed how implant charge and battery are related to usage and stimulation settings. Patient mentioned that they had not made any recent therapy increases and had not been seen for any reprogramming since 6 months to 1 year ago. Patient then stated they took the belt off from charging their implant once and the controller was fully depleted, so they put aa batteries in, but then they could not charge implant. Agent reviewed aa batteries cannot be used for charging controller. Patient kept stating issue was that implant was dropping 10% right after they charged it to 100%. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient then disconnected the call and stated they would contact someone else before agent could gather all sr information. Patient had difficult time describing actual reason for call despite agents attempt to clarify. No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: section updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. Patient stated programmer on/off button was sticking down or stuck down was the cause of implantable neurostimulator (ins) rapid battery depletion. Programmer was replaced as a step that was taken to resolve the rapid battery depletion. The issue is resolved. No symptoms were reported.